Event description:
Caller alleged discrepant results with the inratio2 meter for pt b. Complaint summary: pt b: date: (B)(6) 2013, therapeutic range: 1.5-2.5, inratio-a inr: >7.5, 1.4, intratio-b inr: 1.8, no lab. First and second tests on inratio-a meter were compared a few mins apart. Unk time frame of comparison between inratio-a and inratio-b. No additional info was provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product associated with the complaint was returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.